Event description:
Caller indicated the meter was reading high. At 9am patient was incoherent and short of breath. 9:03 bg was 83. Called 911 at 9:10am. Patient did not eat anything or take any medications. Paramedics arrived at 9:30am. At that time they tested her bg and got 33. They gave her an IV, injected some kind of glucose and fed her a tube of sweet stuff in her mouth. They left at 10:30am to take her to the hospital. She was admitted to the hospital and was released in 2006.